Manufacturer narrative:
(B)(4). One sample was received for evaluation by baxter. The reported condition of "misassembled condition" was confirmed. Visual examination of the unit found the film-wrap missing which evidently had caused leakage in the housing during fill. The root cause of the misassembled condition was due to operator error during the film wrap assembly process. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate sv 100 device was observed leaking during filling. According to the report, the device was being filled with an unspecified diluent and it was not specified where the leak occurred. There is no patient involvement. No additional information is available.